Manufacturer narrative:
The sample device was reviewed. The investigation was performed for the incident (leaks) and manufacturing process was verified based in the information provided by the customer. The sample device was evaluated and during sample evaluation saline mixed with food grade dye was infused, using a syringe attached to the stingray. The liquid was observed to travel the length of the catheter, exiting the holes at the distal end. Some resistance was felt. During infusion evaluation, leakage occurred at the connection of the catheter to the stingray; therefore, the complaint disposition was confirmed. Potentially the root cause of the leak was due to disconnected between the catheter and stingray component during handling by the user and this could cause the leak in the joints with both components. However, the overall root cause was deemed unknown. All information reasonably known as of 16-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 15-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided a review of the device history record is not possible as no lot number was provided. All information reasonably known as of 07-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nerve catheter is cracked in half and the patient was exposed. Additional information received 02-dec-2021 stated "the leaking occurred on (B)(6) and the catheter was removed on (B)(6)."